Manufacturer narrative:
We reviewed our temperature specifications for these massager attachments, and after receiving this report, we performed tests on our current stock of attachments. The test results fall within our temperature specifications. Both our pre-existing testing results and our new testing results range between 42-52 degrees c, which is in line with our requirements. The customer reported measuring a temperature of 126 degrees f, which is 52 degrees c and falls within our temperature specifications. We do not believe these massagers are defective. The massager attachment does not generate enough heat to cause the injury reported, unless the user has an underlying medical condition. Please see our product instructions and warnings for contraindications.

Event description:
Please see mw5093566. This response is provided for mw5093566.